Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips the o2 hose had a leak. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. A philips remote service engineer (rse) determined an onsite visit would be necessary. The field service engineer (fse) verified the reported issue. Following the evaluation of the device, the fse replaced the o2 hose to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customers alleged malfunction was confirmed to have failed to meet specifications. There was no patient or user harm reported due to this event.